Manufacturer narrative:
Date of birth: unknown, but it was reported that the patient is in his 50's. Implanted, give date: unknown, not provided. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. It was indicated that the lens is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. It was indicated that the lens is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a bilateral intraocular lens (iol) implant. The surgeon commented that the patient has a really miotic pupil (probably around 1.5) and complaining of significant glare when watching tv etc., especially in the right eye. Reportedly, the surgeon dilated the patient's eyes and noticed that the lenses were off center. No further information was provided. This MDR is to record the lens implanted in the left eye. A separate report will be filed for the lens implanted in the right eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.